Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was  they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2022 with blood glucose level was 25mmol/l. The current value of blood glucose level was 9mmol/l. Customer experienced symptoms such as nausea, vomiting, thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was on at that time. Customer alleged insulin pump was under delivering. Auto mode was not on at that time. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported her blood glucose was not going down and she had to be hospitalized on (B)(4) 2022 for high blood glucose and diabetic ketoacidosis at 14pm. Customer had nausea, vomiting, thirst, and ketones. Customer was treated with insulin drip. Customer alleged under delivery. Later, customer said pump was functioning as expected. Pump was used at the time of the incident. Customer does not use medtronic sensor. Pump does not have auto mode feature. Pump is not returning for analysis.